Event description:
It was reported that the pump battery would not charge despite using a tandem charging cable and different wall outlets and adapters. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to use an alternate insulin delivery method to prevent interruptions, and a replacement pump was arranged by technical support, with instructions provided for returning the malfunctioning pump.